Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to forget all other (B)(6) devices, disable then re-enable the (B)(6), close all background application and then re-boot the smart device. The reported issue was successful as connection was re-established. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/12/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.